Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a decreased in pacing impedance measurements was noted as well as a decrease in intrinsic amplitudes on this right ventricular (rv) lead. Inappropriate anti tachycardia therapy was also noted due to noise/oversensing. The rv lead was explanted and it was noted that the lead was fractured at the clavicular angle. The patient was not pacemaker dependent. The rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Detailed analysis noted trilumen insulation damage through the rs coils approximately 36 to 37 cm from the terminal pin. The damage was initiated by a location compression stress on the tubing surface. Laboratory analysis concluded that the damage most likely occurred due to clavicle/first rib region entrapment.